Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. Although the root cause of customer's experience could not be determined, clips may scissor if the application structure size and/or the clip application depth prevent the clip toes from meeting during closure. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. This document represents our final report.

Event description:
Lap chole:" the surgeon fired the clip applier " plastic to plastic" a few times and the clip was not fully closed in once instance and the clip crossed in a second instance." Patient status:" n/a."

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.